Event description:
It was reported that the pump housing was cracked, and contact was unsure if pump could still be used for insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.